Manufacturer narrative:
Section a2: age: unknown/not provided. Section a3a: sex: 35 (52.2%) male; 32 (47.8%) female. Section a3b: gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: 36 (53.7%) white; 18 (26.9%) african american; 5 (7.5%) hispanic; 3 (4.4%) asian; 5 (7.5%) declined to specify. Section b3: date of event: jan 24, 2024 (date article was published). Section d4: model number: unknown/not provided. Section d4: catalog number: unknown/not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code 4581 is to capture shallowing or collapsing of the anterior chamber, device decentered or dislocated or tilted subluxated or wrong position, and eye anatomy issue. Citation: hallaj, s., wong, j.c., hock, l.e., kolomeyer, n.n., shukla, a.g., pro, m.j., moster, m.r., myers, j.s., razeghinejad, r., lee, d. (2024). Long-term surgical outcomes of glaucoma drainage implants in eyes with preoperative intraocular pressure less than 19 mmhg. Journal of ophthalmology, article ID 6624021, pp. 1-7. Doi: https://doi.org/10.1155/2024/6624021. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: long-term surgical outcomes of glaucoma drainage implants in eyes with preoperative intraocular pressure less than 19 mmhg a retrospective review reports on patients who underwent glaucoma drainage implant (gdi) surgery and had baseline intraocular pressure (iop) of =18 mmhg with at least one year of follow-up. A total of 67 patients (n=67 eyes) were included in this study. Patients had primary open-angle glaucoma (poag), severe, moderate and mild glaucoma. Gdis were categorized as valved (65.7%; ahmed fp7; new world medical, edison courtrancho cucamonga, california, USA) and non-valved (34.3%; including baerveldt [abbott medical optics, abbott park, illinois, USA], molteno [molteno ophthalmic limited, dunedin, new zealand], and ahmed valveless clearpath [acp, new world medical, edison rancho cucamonga, california, USA]). Post-op complications (total: n=16 eyes) included: gdi exposure (n=5 eyes) shallow anterior chamber (n=3 eyes) strabismus (n=1 eye) inflammation (n=3 eyes): in post-op month 3 (n=2 eyes); and following keratoconjunctivitis in post-op year 3 (n=1) endophthalmitis 6 weeks after the gdi surgery (n=1 eye) hypotony (iop < 5mmhg) (n=3 eyes) once during the follow-up 19 reoperations on 13 eyes were recorded during the follow-up period; only 5 eyes needed further glaucoma surgery to control iop (3 gdis and 2 trans-scleral diode laser cyclophotocoagulations). 8 gdi revisions on 5 eyes with gdi erosion were observed, and 3 had more than 1 revision. Gdi explant and insertion of new gdi implant was done due to plate shift (n=1 eye). Gdi removal was done (n=2 eyes); one due to endophthalmitis and gdi erosion through conjunctiva and the other due to strabismus. The cumulative one-year failure rate was 56.7%. Gdi failed to control the iop in 52.3% of the eyes, 2 eyes (2.9%) needed further glaucoma surgery to control iop, and progressed to no light perception (nlp) (n=1 eye) within the first year. It is not clear if these complications occurred in the eyes implanted with baerveldt implant or the other product. A copy of the article is provided with this report. This report is for model unknown model baerveldt product problem. A separate report is being submitted to capture the reported adverse event for this device.